Event description:
It was reported that a ax55g was used during a low anterior resection. It was reported by the affiliate that after firing the stapler, the staples did not form the "b" shape at all. The surgeon reanastomosed the tissue with another device. There was no consequence to the pt.